Event description:
During the cardiac cath, the undeployed stent came off the end of the balloon. It was not able to be snared by the cardiologist. The cardiologist, after much time, forced the undeployed stent up against the wall of the artery and covered it with a deployed stent. In all, the patient had 5 stents inserted.